Manufacturer narrative:
Claim # (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, of diopter -10.0/2.0/087 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown.